Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 420 mg/dl. Customer reported that in the morning they went to go see endocrinologist because they made some changes to the insulin pump. Customer got there so early, the doctor wasn't in and someone else made changes to the insulin pump¿s settings. Customer wanted to change them back. Customer declined high blood glucose troubleshooting. The insulin pump and other devices will not be returned for analysis.